Event description:
It was reported that during an unknown procedure that a staple fell out of package before opening/using. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023 d4: batch #314c21 b3: only event year known: 2023 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived outside of its packaging with no apparent damage and no packaging was received. Upon visual inspection, one staple was noted to be missing from the device and the breakaway washer was uncut. No functional test was performed in order to preserve evidence. No conclusion could be reached as on what caused the event reported as the device was received without the packaging. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number 314c21, and no non-conformances were identified.